Event description:
The following information was provided: revision of left mrh, 2 stage, due to likely infection.

Manufacturer narrative:
The following devices were also listed in this report: cat#; device name; lot# 64811100; mrh knee fem xs lft, jnj4l; 64768260; kmax stem extnr(s,m,l,xl),80mm;lcp0090; 64812130;mrhk bumper insert - neutral;lmn037; 64812110;mrhk femoral bushing;lla543; 64812110;mrhk femoral bushing;llc980; 64812120;mrh axle;ctd97282; 64811200;mrhk fem distal blk 10mm xs;lp77s; 6215-5-011;med howmedica bone plug 1pk;cppabg10bc; 64812140;mrhk tibial sleeve;llf406; 64768260;kmax stem extnr(s,m,l,xl),80mm;lcp0094; 64812100;mrh tib rot comp xs-xl;2115549a; 6215-5-001;small howmedica bone plug 1pk;cppabg05bd; 64813110;mrh tibial b/plt keel sml 1;yj43j. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.